Manufacturer narrative:
Correction: h10 - the device evaluation was inadvertently omitted from the initial report. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. It is likely that the user misused the product, and it is determined that the problem can be prevented by following the instruction manual below: olympus cyf-5 olympus cyf-5r reprocessing manual. Chapter 5 reprocessing the endoscope. The device was evaluated where no abnormalities were found that could have caused or contributed to the event. A few defects were noted where there was a leak from the bending section rubber glue, there was a hole/cut on the bending section rubber, the image is off center, and the red marking was missing from the light guide prong/mount. However, these defects alone are not considered severe enough to cause a potential adverse event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Results from the evaluation are still pending for this device. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the oes cystonephrofiberscope was processed without the venting cap, and the venting cap was damaged. Now the scope has defects at the distal end. The issue was found during reprocessing. There were no reports of patient harm.